Event description:
It was indicated that the pump had been explanted.

Manufacturer narrative:
(B)(4). Final analysis of the pump found high resistance of the battery and a crack in the alarm resonator.